Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
A notification was received from abiomed's long-term outcome and quality indicator impella registry regarding a patient who endured cardiogenic shock with an unknown/undetermined relationship to the device used. The patient continued to decompensate after impella placement, due to critical illness and unlikelihood of recovery, the family decided on comfort care measures. The patient would expire approximately 24 hours after start of this support.

Manufacturer narrative:
The investigation of vf/vt/af/at has been completed. The impella device was not returned for evaluation. As the necessary clinical information was not provided, the root cause of the vt/vf was not determined. E4 should have been left blank on manufacturer device report 1220648-2025-25796.